Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing on the right ventricular (rv) lead, which lead to an inappropriate anti-tachycardia pacing (atp), shock, and pacing inhibition. The patient didn't experience greater than 2 seconds of asystole. It was noted that the rv lead pacing impedances had decreased, however, they were still within normal limits. The noise was unable to be reproduced and an x-ray was performed but the results were inconclusive. A revision procedure was performed, however, the physician was unable to obtain access for another rv lead. Subsequently, the patient was screened for a subcutaneous implantable cardioverter defibrillator (s-ICD), but was not a candidate to receive one as they failed the screening. Currently the patient has a life vest. At this time, the rv lead and crt-d remain in service. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated the crt-d was explanted and replaced. In addition, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.